Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The territory business manager received an e-mail from the dealer and it states (in part): we have a client that has a tdxsp, he states that the chair keeps going to the left and right when he is driving the chair.